Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-03601 and 1627487-2013-03603. The pt has 3 occipital (off-label) scs leads with different lot numbers. The pt reported she is no longer receiving effective stimulation due to the inability to increase stimulation to an adequate amplitude. F/u identified lead diagnostics showed invalid impedance values for the pt's left occipital scs lead; however, the sjm rep was able to resolve the issue with reprogramming. On (B)(6) 2013, f/u identified the pt's scs leads were replaced and the pt is receiving effective stimulation. Additionally, the pt's scs ipg was replaced (ref MFR report: 1627487-2013-03605).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.